Manufacturer narrative:
H11: h2: corrected data on: h6 (impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the biosure screw snapped the distal 10mm off while being inserted into the anteromedial portal. The broken part was left embedded in the patient's tunnel and the dr fixed the graft using a zimmer biomet screw at the femoral cortex and a biosure regenesorb screw at the tibial end. An additional bone hole was drilled in the femoral cortex to implant the zimmer biomet anchor. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states the material of the biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. The patient impact beyond the extended surgical time, possible corrosion, local irritation/discomfort, and/or migration of the retained fragment cannot be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.